Event description:
The customer reported a corneal burn occurred during cataract surgery. The alarm sounded and the doctor removed the handpiece. A suture was required to close the incision.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, in 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.